Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument was arcing. The instrument was replaced and the procedure was completed. No pt harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering determined that the insulation on the conductor wire was damaged due to kinking of the wire in and around the conductor wire cap. This observation leads engineering to conclude that the insulation damage was evidence that the instrument had arced during a previous surgical procedure.